Event description:
Information received indicates the trendelenburg function is not working on the bed. The account found a broken piece in the trendelenburg mechanism but doesn't know how the piece was broken. A replacement trendelenburg mechanism was sent to the account to repair the bed.